Event description:
See attached file for resubmission. Reference 2031527-2015-00097 attached.

Manufacturer narrative:
Suboptimal medical documentation and suboptimal imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included: dual angled aortic neck with thrombus; multiple patent lumbar arteries; patent ima; and a tortuous left common iliac artery. The presence of hypertension, advanced age, and diabetes might have contributed to the complication of the non-recoverable renal function status post renal artery occlusion and acute tubular necrosis. During implant, there was evidence to support: a transient type ib endoleak from the right iliac artery; type ii endoleak left lumbar or ima; unrecognized intraoperative stent migration of the cuff, which compromised blood flow to the renal arteries. Members of the adjudication committee reviewed this case on the week of (B)(6) 2015, and determined that there was no evidence of a type iii b endoleak, rather, the presence of a type ii endoleak was responsible for the mid aortic blushing. The complication of acute renal failure was demonstrated later on the operative day. On the first post-operative day, an explant and conversion was performed successfully. The patient underwent an additional subsequent procedure of a renal dialysis catheter placement. Renal function failed to recover, and the patient was currently denoted as dialysis dependent. The patient was discharged to a rehabilitation center on the seventeenth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely due to mal-positioned stent placement and a type ii endoleak based upon available information. Cautionary product use conditions that might have contributed to this event included: dual angled aortic neck with thrombus; multiple patent lumbar arteries; patent ima; and a tortuous left common iliac artery. The presence of hypertension, advanced age, and diabetes might have contributed to the complication of the non-recoverable renal function status post renal artery occlusion and acute tubular necrosis.